Event description:
This 65 yr old was diagnosed with lung cancer in 5/95. A central line was placed on 9/22/95 for chemotherapy in the left subclavian. On 1/11/96, the catheter was removed under local sedation and replaced with the same brand catheter. This was done because the port was not functional. After the port was removed, the line was flushed and noted to have a very small pin hole leak.